Event description:
Boston scientific received information that this local representative had been notified that this subcutaneous implantable cardioverter defibrillator (s-ICD) system would be explanted due to infection. The patient was presented back to the electrophysiology (ep) laboratory in (B)(6) 2015. The device and electrode were explanted without incident.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.